Manufacturer narrative:
It was reported that the patient underwent revision total knee replacement surgery for an unstable knee and continuing increase of pain over a number of years.the original knee surgery was performed in (B)(6) 2005. It was reported that the femur had loosened and that the bone quality was quite poor. The knee was assessed as stable at completion of revision operation.

Manufacturer narrative:
.

Event description:
It was reported that the patient underwent revision total knee replacement surgery for an unstable knee and continuing increase of pain over a number of years. The original knee surgery was performed in (B)(6) 2005. It was reported that the femur had loosened and that the bone quality was quite poor.